Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the image on the monitor was washed out. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional in speaking with olympus technical assistance center (tac), the customer was instructed to change color space from auto to bt.2020. Then the image looked good and not washed out. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.